Event description:
Pt reported that, on (B)(6), 2010, she had a pacemaker implanted due to an alleged arrhythmia prior to surgical removal of an adrenal tumor. She stated that since then she has suffered from the following symptoms: severe chest pain that she describes as mini heart attacks, tachycardia, sweating, shortness of breath, leg weakness, diminished peripheral pulses, bulging of the device through the chest that has caused bruising on the skin. She described having difficulty with small tasks that require raising her arms such as washing her hair. She also stated that she has periodic shocking on her left shoulder. Pt stated that she was a healthy person prior to implantation and wants this device out of her body.